Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn. Additional suspect medical device components involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient became symptomatically weakened and having trouble moving arms and hands after an implant procedure. The physician was an unsure if it was device or procedure related. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to initial MDR in field.

Event description:
A report was received that the patient became symptomatically weakened and having trouble moving arms and hands after an implant procedure. The physician was an unsure if it was device or procedure related. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.